Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2004 and statasis (cook) was implanted. It was also reported that patient underwent mesh removal/revision on (B)(6) 2004 and on (B)(6) 2005. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that patient underwent an implantation of precision tack transvaginal anchor system on (B)(6) 2005. It was reported that patient underwent a partial excision of the tape on (B)(6) 2004 due to difficulty voiding. (B)(4).